Event description:
It was reported that during fluoro with the 9800 system, a low ma error was presented. There was no report of pt injury.

Manufacturer narrative:
No add'l info at this time. When add'l info is provided, it will be reported as required.